Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use paramount mini stent to treat a right distal lesion in the iliac artery common of a patient in a procedure. No damage noted to packaging noted, no issues noted when removing the devices from the hoop/tray, devices was prepped as per IFU. It was reported that one of the stent¿s dislodgement occurred during delivery to/at lesion, it just came loose. The dislodged sent was removed using a snare. The second stent dislodged but was and fully expanded in the external iliac artery. The devices did not pass through a previously-deployed stent, resistance was not encountered when advancing the devices, excessive force was not used. No further patient injury reported for this event.